Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon top end came apart and was still inside vagina [foreign body in reproductive tract]. Tampon top end came apart [device breakage]. While taking tampon out top end came apart and was still inside [complication of device removal]. Consumer sent e-mail stating her daughter took out a tampon, and the top end of it came apart. No serious injury was reported.